Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device power up properly after battery installation. Device received with unresponsive buttons due to corroded electronic assemblies. Unable to verify pump error 23, frozen screen anomaly, perform displacement test, sleep current measurement, active current measurement or self test due to unresponsive keypad. No blank display anomaly noted. Device received with missing retainer ring and reservoir tube lip o-ring. P-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level at time of incident was 480 mg/dl. Customer reported that unable to troubleshoot as insulin pump was not working. Customer reported display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Insert battery alarm did not display on the insulin pump screen. Display returned after insulin pump restart. Customer reported that they had keypad anomaly and stated she was unable to clear alerts. Customer stated her device buttons were not responding. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated the minutes did not change. Customer reported that insulin pump had pump error as customer stated that's what she has on screen. Customer reported they were unable to clear the alarm. Customer was monitoring the insulin pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. Customer reported alarm occurred during the time that the buttons were not responding. Customer was unable to clear the alarm. Customer reported insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Customer reported insulin pump¿s screen turned off. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The device will not be returned for analysis.